Event description:
Add'l info received from MFR 5/23/03: this product, a central venous catheter, does not contain a balloon, nor could it be used simultaneously at the same insertion site with a balloon catheter. The customer has discarded the product, so it is impossible to identify the device involved. It appears that the product may not have been manufactured by arrow.

Event description:
Pa catheter balloon defective and did not deflate. Removed from pt inflated.